Event description:
During an implant procedure, electrical anomalies were noted on the right atrial (ra) lead causing unsatisfactory values. During repositioning of the ra lead, the helix failed to retract. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event was a helix mechanism issue and unsatisfactory measured values. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was extended and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. An internal short was found due to the over torqued inner coil in the connector region consistent with damage occurring at the time of procedure.